Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen and wake button was unresponsive. Additionally, it was reported that the pump time was incorrect and the pump battery was depleting quickly. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.